Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 weeks post-implant, it was reported that the pt had elevated ldh levels and showed signs of hemolysis. An echocardiogram was performed and indicated that the left ventricle was dilated. The pump power was elevated and the following day a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.